Manufacturer narrative:
The device is expected to be received for evaluation, however, it has not yet been received.

Event description:
The event involved a 4.5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, luer lock where the customer reported that at around 2000 the ECMO (extracorporeal membrane oxygenation) the registered nurse noticed blood dripping down the patient's bed. Upon further inspection it was found that the smallbore bifuse connected to the right internal jugular vein central venous access (ij cvl) had broken and blood was dripping from the ij into the bed. The broken bifuse was immediately clamped and when new supplies were gathered it was removed from the patient. There was a patient involvement and no harm or adverse event reported as a consequence of the event.

Manufacturer narrative:
The complaint on the mc33371 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led to the reported complaint.

Event description:
Additional information was received as follows: a medsun medwatch uf/importer report #(B)(4) received on 30-aug-2024 providing additional event information obtained from ufmw: the patient involved is a 2-year-old female. The type of record was product problem. This was not a single-use device that was re-processed and reused on a patient. This is an initial type of report, and the event occurred in the hospital.